Event description:
After start of cesarean section, drape was noted to have large opening at the seam across the patient's chest. Sterile towels were used to cover the area. Md ordered additional antibiotics for the patient post-op.